Event description:
It was reported that during the implant procedure the lead helix would "pop-out all at once". Multiple placement attempts were made with the lead without acceptable results. Unacceptable thresholds were noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood in/on the helix/lobe mechanism.